Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The reported their blood glucose level rose over 16 mmol/l (288 mg/dl) while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site on their arm causing the cannula to dislodge. There was no mention of treatment.